Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report was not explanted and therefore has not been returned to allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation. The lap-band system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect."

Event description:
Patient's husband reported the patient is noting a lack of further weight loss and "the lap band has either broke or come undone."